Event description:
It is reported that the surgeon attempted to tie tuberosities to the system with #2 fiberwire. After attempting to do this 3 times, he gave up as the sutures kept tearing at the suture hole on the stem.

Manufacturer narrative:
Eval summary: the stem remains in the pt therefore, a dimensional analysis cannot be performed. It is not suspected that the product failed to meet specifications. No other complaints of this type have been received for this part or lot number. With the info provided, an exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.